Event description:
It was reported by the rep that during an aneurysm coiling procedure, we put the g2 complex xtrasoft coil 3.5x5 (641cx3505/c14765) inside the microcatheter (details unknown) but it started to have some resistance close to the distal portion of the microcatheter. We decide to remove it and it came stretched. It would be the second coil so there were no issues with the microcatheter and we put a microwire again to see if there were no kinks or loop with it and it navigated normally as the following coils that we used until the end. The procedure was completed with a same/like coil (details unknown). There was no adverse consequence to the patient. One device will be returned. The procedure was delayed for 5 minutes as a result of the difficulties encountered with the device. The product was stored according to labeling instructions. An adequate continuous flush was maintained through the microcatheter.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: microcatheter (details unknown); same/like coil (details unknown).

Manufacturer narrative:
Conclusion: it was reported by the rep that during an aneurysm coiling procedure, we put the g2 complex xtrasoft coil 3.5x5 (641cx3505/c14765) inside the microcatheter (details unknown) but it started to have some resistance close to the distal portion of the microcatheter. We decide to remove it and it came stretched. It would be the second coil so there were no issues with the microcatheter and we put a microwire again to see if there were no kinks or loop with it and it navigated normally as the following coils that we used until the end. The procedure was completed with a same/like coil (details unknown). There was no adverse consequence to the patient. One device will be returned. The procedure was delayed for 5 minutes as a result of the difficulties encountered with the device. The product was stored according to labeling instructions. An adequate continuous flush was maintained through the microcatheter. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging it was found that the coil was completely stretched. The entire length of the coil was stretched and entangled around the device. The circumstances of how and when the coil was entangled around the device post-procedurally cannot be determined. The distal section of the coil containing the ball tip was severed and not returned. The fracture is ductile in nature requiring external force. No material or manufacturing defects were found. Due to extensive coil damage and the missing distal section of the coil containing the ball tip and the missing stretch resistance suture, the root cause of the coils stretching and resistance inside the distal section of the unidentified microcatheter cannot be determined. Furthermore, the circumstances of how and when the distal section of the coil (not returned) was severed along with the stretch resistance suture (not returned) cannot be determined. In addition, without the return of the distal section of the coil, the stretch resistance suture, the unidentified microcatheter, and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these component contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.